Event description:
User was testing and receiving results in the 150 to 200 mg/dl range. Paramedics were called and they tested and received a result of 30mg/dl. The customer was in a coma. Customer was given dextrose. Unk if controls were in use. A request was made for the return of the suspected device and replacement product was sent.